Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alert. Customer stated that the buttons were not pressed for 3 minutes of longer. Customer stated that they received sensor updating followed by change sensor. The insulin pump was exposed to high magnetic environment. Customer stated that they had insulin pump errors and insulin pump passed displacement test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.